Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have my hysto surgical repot') and pelvic adhesions ('adhesions') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pelvic adhesions outcome was unknown. The reporter considered medical device removal and pelvic adhesions to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have my hysto surgical repot') and pelvic adhesions ('adhesions') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pelvic adhesions outcome was unknown. The reporter considered medical device removal and pelvic adhesions to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case is found to be duplicate of (B)(4). All the information has been transferred to retention case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have my hysto surgical report') and pelvic adhesions ('adhesions') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pelvic adhesions outcome was unknown. The reporter considered medical device removal and pelvic adhesions to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal.'' No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.